Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed; however the physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified, 90% stenosed area between the mid right coronary artery and the distal right coronary artery. A 3.50 x15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. There were no issues noted during preparation of the bdc for use. The bdc was advanced with resistance being felt to the lesion and crossed. During the first inflation to 4 atmospheres, the balloon ruptured as evidenced by a drop in pressure on the indeflator gauge. The bdc was removed from the anatomy with no resistance felt and balloon rupture was confirmed. The bdc was replaced with a non-abbott bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.